Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe, with tip protector, in a tray was received for the report. The returned sample was visually inspected and was found to be non-conforming as the body needle was slightly bent near stiffener. The sample was then functionally tested for actuation and was found to be conforming. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming for actuation, therefore an issue with actuation of the cutter as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation also confirms the probe had a bent needle. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The probe was functionally conforming and an exact root cause for the bent needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of a probe occurred during test. It was unknown whether the surgery was completed or not. The procedure type was unknown. The condition of aspiration was unknown. There was no information about patient impact.